Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the rep called the nurse and she said they had not heard from the patient again since that day regarding if the patient's symptoms had resolved. Further information was not provided.

Event description:
Additional information reported that patient was receiving baclofen (unknown concentration or dose) at the time of the event. The patient reported that the dates of the pump stalls were on (B)(6) 2021 at 3:17am with recovery at 5:05am and (B)(6) 2021 at 3:46am with recovery at 5:05am. The patient mentioned pain and spasms the entire day before the alarm sounded until the following afternoon like the patient was not getting medication. The hcp also mentioned that the patient was showing baclofen underdose effects. The patient is requesting to obtain a clinician programmer to monitor the pump logs. The patient was recommended to follow-up with their healthcare provider to create a plan in case of an emergency. Additional information received by company representative (rep) reported that the cause of the repeated motor stall has not been determined. The patient was instructed to check nearby devices to make sure it doesn't affect the pump. It was reported that the patient's pump was interrogated and was unknown if the repeated motor stalls have been resolved. It was unknown if the patient's increased spasticity has been resolved. The patient's weight at the time of the event was unknown. The pump remains implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported that the patient heard their pump alarming and had an increase in spasticity so they called their healthcare provider (hcp) and came into clinic to investigate the pump alarms. Upon reading the logs they found that the pump stalled on (B)(6) 2021 at 3:17 am and recovered at 5:05 am, and then on (B)(6) 2021 it stalled again at 3:46 am and recovered at 4:09 am. The patient had reported being asleep. Technical services asked if they recently purchased anything with a magnet that they used at that time. The company representative (rep) was unsure as they were not with the patient at the time. Technical services reviewed investigating any new purchases that could have had a magnetic source.